Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue was occurring intermittently, the user repeated the exposure to proceed with the procedure. No harm was reported to philips. A philips field service engineer (fse) visited on-site and confirmed that the system failed to expose. Review system log file identified errors indicating a defect in the rotor control for the tube, as well as a notification regarding the generator's defect status. Upon further troubleshooting, fse checked the cables and found that the cables were operating correctly and that the cube indicator status were good, indicating a potential fault with the roco velara. To resolve the issue, fse replaced roco velara replacement kit. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.